Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation, therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted in an unspecified vessel using the preclose technique prior to an unspecified procedure. It is unknown how many perclose proglide devices were used in the preclose procedure. Reportedly, the physician could not feed the guide wire through the wire entry port of a proglide device. Hemostasis was achieved using the sutures of the perclose proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, could not remember exact date. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information.